Manufacturer narrative:
This report is being supplemented to provide additional information (h6-method, h10) and corrected data (h6-results) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the reported event could not be conclusively determined. It is not likely that stress added to the distal end, could have caused the gap of adhesive on the distal end, during the procedure. Since outer scratches were confirmed on the plastic distal end cover, the event may have occurred by outer stress. It is possible that the distal end was broken due to user handling. The reported event may have occurred by hitting the distal end before/after the procedure, which may have caused the glue to peel off and led to the suggested event. The product¿s instructions for use described as follows: "warnings and cautions": do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Inspection of the endoscope" : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to the service center for evaluation. Visual inspection was performed finding dents and scratches as the distal end plastic cover. The a-rubber was missing and the glue was cracked. The ob lens had peeling of cement and there was big chip on the lg lens. The lg bundle had shifted which caused the dark image. The reported event was confirmed. The most likely cause of the reported event was due to mishandling of the device.

Event description:
Olympus received a complaint from the user facility stating that the distal tip on the device was damaged. There was no patient involvement.